Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported higher values while wearing the adc freestyle libre sensor compared to an unknown meter. On (B)(6) 2020, the customer obtained a scan of 120 mg/dl and experienced dizziness tremors and sweating and was unable to treat themselves. A blood glucose of 40 mg/dl was obtained by test strips on an unknown meter and the customer was given water, sugar, and fruit juice by his daughter for hypoglycemia. There was no report of death or permanent injury associated with this event.